Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address the reported event. Fse spoke to the customer and confirmed a broken thumb screw. Fse instructed the customer to secure the bf wash probe with a different screw to temporarily resolve the issue. Technical support specialist (tss) sent the customer a thumb screw to install. Fse follow up with the customer and the customer can run the analyzer after installing the thumb screw with no issues. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) 2022 through aware date (B)(4) 2023. There were no similar complaints identified during the search period. The most probable cause of the reported event was due to a broken thumb screw on the bf wash probe.

Event description:
A customer reported ¿one of the washer probes is missing a screw¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.